Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the lens was torn during insertion. The incision was enlarged to remove the lens but no sutures were required.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product showed that both haptics were torn off and a piece of optic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.